Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified:¿ capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and several microcysts "with benign characteristics" diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV, and several microcysts "with benign characteristics" diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side capsular contracture, baker grade IV, and several microcysts "with benign characteristics" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for anatopathological study which found fibrosis in relation to the periprosthetic capsule and cd30 negative lymphoid component.